Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.

Event description:
It was reported that the implant did not fit as planned, and it was modified during surgery; nevertheless, post-op there was an aesthetic defect reported.

Manufacturer narrative:
Additional information: h4, h6. The reported event could be confirmed based on the provided post op CT scan. The implant was designed and manufactured according to specifications, using a CT scan over a year old, which likely contributed to anatomical changes and required intraoperative modification, causing a 15¿20 minute surgical delay. Despite these challenges, the implant showed adequate fit, passed full dimensional inspection, and no device defects were identified. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing-related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
No new information.